Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 23mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed 2 times due to being deployed too high. The final non-coronary cusp implant depth was 5.5mm. There was no difficulty implanting the 29mm navitor vision valve. A post-implant balloon aortic valvuloplasty was performed using a 25mm non-abbott device due to mild perivalvular leak. There was nothing noted affecting expansion of the 29mm navitor vision valve. Post-procedure, it was noted via electrocardiogram that the patient developed a left bundle branch block. No intervention was performed. On (B)(6) 2024, it was noted via electrocardiogram that the patient developed a arrhythmia with lengthening of the pq interval. The decision was made to implant a dual chamber permanent pacemaker. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
An event of paravalvular leak (pvl)was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on all available information, a cause for the reported pvl could not be conclusively determined. The reported patient effects of heart block and arrhythmia could not be determined. The reported hospitalization, unexpected medical intervention and surgical intervention were result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2024, it was noted during a follow up, that there was evidence of moderate perivalvular leakage. No intervention was performed. The patient was in stable condition at the time of report.